Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any power loss related events. Investigation found that the threads on the battery cap were stripped and the battery compartment was cracked. Moisture intrusion was observed in the battery compartment. A leak test found a leak where the crack was located. The pump was unable to power on using the returned battery cap and the reported power issue was duplicated. A test battery was used for the rest of the testing. The pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The pump casing was opened and no moisture intrusion was observed in the pump. Unrelated to the power issue, it was observed that the keypad was peeling and the contrast button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contrast button contact missing and contamination under all the button contacts. In addition, the display was found to have a dim/discolored appearance.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump fell off the counter and the battery compartment was cracked. Battery cap was unable to tighten properly and the pump had intermittent power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.